Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. Review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor was not functional. It could not be balanced or adjusted. The sensor gauge was not working. The catheter material was severely mashed 45.2 and 80.7 cm from the tip of the catheter. No further testing was possible due to the condition of the device as it was received. Based on their evaluation, the supplier was able to confirm the reported complaint. This anomaly could potentially be attributed to electrostatic discharge exposure. However, this could not be conclusively determined. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During using intracranial pressure suddenly could not be measured. No further information was provided by hospital. No delay in surgery or adverse consequence to the patient was reported.